Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufactures' investigation is complete.

Event description:
It was reported that the patient had a backup battery fault alarm on (B)(6) 2023. The emergency backup battery (ebb) was replaced and the alarm temporarily resolved. Then on (B)(6) 2023 the backup battery faults returned. The patient also reported that their system controller was hot to the touch after sleeping with it under a pillow. The system controller and emergency backup battery were exchanged, and the alarms resolved.

Event description:
It was reported that patient presented with backup battery faults on (B)(6) 2023. The patient also reported that their system controller was hot to the touch after sleeping with it under a pillow. It was noted that the patient had previously had backup battery faults on (B)(6) 2023 and the backup battery had been exchanged at that time. Log file analysis confirmed backup battery faults on (B)(6) 2023 due to the backup battery failing the load test. The system controller and emergency backup battery were exchanged, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file; the reported event of the system controller becoming hot to the touch was not confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6) collectively contained data spanning approximately 5 days (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2023. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The backup battery was observed to have been reseated on the same day, resolving the alarm. The patient¿s driveline was observed to have been disconnected on (B)(6) 2023 to perform the reported controller exchange, and no other notable events were observed. The returned system controller was functionally tested and was found to perform and operate a mock loop as intended. The controller¿s temperature was measured at various points on the controller (user interface, lcd screen, and backup battery) after operating a mock loop for an extended period. These measurements ranged from ~75.92 ¿ 77.5 degrees fahrenheit / 24.4 ¿ 25.3 degrees celsius. These measurements were observed to be within the acceptable temperature range of the system controller, and the controller did not feel warm to the touch throughout testing. The root cause of the backup battery fault alarm was unable to be conclusively determined. The root cause of the system controller becoming hot to the touch was also unable to be conclusively determined; however, the patient was educated to not keep the controller under a pillow. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit / 0 ¿ 40 degrees celsius. The heartmate 3 patient handbook cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer's investigation is complete.